Event description:
Customer reported "spo2 technology will take 5-8 minutes before it shows a reading and/or times when there is a reading the pulse rate will read in the 50's or 60's and spo2 will read in the 60's on a thriving pink newborn and them ramp up" no known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.